Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received the reported implant for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the external threads. The implants collar was fractured. DHR review was completed for the subject lot number 61378137. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61378137 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, device malfunction did occur the implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the implant at tooth location #13 fractured at the hex, slightly splayed with minimal bone loss, just inferior to fracture implant removal.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.